Event description:
This report is based on information provided by a philips remote service engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro patient monitor indicating that the device screen went out and restart was required. This was when the video laryngoscopy was in use during intervention. It was alleged that the issue may have contributed to patients death. Event date: (B)(6) 2023. Remote service engineer has identified the device as within the scope of the (B)(6). Customer advised to complete form as sw correction will be sent to customer when it is available. Based on the information available the reported problem was confirmed. A clinical harm review was performed. This event was assessed as  related to a product problem with the device. Investigation has identified the device as within the scope of the (B)(6). The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device is back into service with the limitations described in (B)(6). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.